Manufacturer narrative:
A hill-rom service technician made an on- site visit and subsequently discovered the incident had occurred 46 days prior to the account notifying hill-rom. The account was unable to identify which bed was involved in the incident and therefore the bed could not be evaluated. A search of repair requests for this account revealed no repair requests since purchase of the beds in august 2018. Additionally, the account continued to use all the beds after this incident. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient fell out of the bed. The patient required surgery and ICU level of care was implemented. The bed was located in room (B)(6) at the account. This report was filed in our complaint handling system as complaint # (B)(4).